Event description:
On (B)(6) 2010, the patient was implanted with a gore® tag® thoracic endoprosthesis using gore® introducer sheath (ts2230/7885038) to treat a thoracic aortic aneurysm. While the introducer sheath was being inserted from the right common iliac artery (rcia), the rcia was injured, decreasing blood flow to the right lower extremity. A femoral-femoral cross bypass procedure was emergently performed to maintain the blood flow. A stent graft was the deployed, and the procedure was concluded without further problems. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 50mm at the time of hospital discharge. On (B)(6) 2010, in one-month follow-up study, the blood flow to the right lower extremity had been resolved. Endoleaks or other adverse events had not occurred to the patient, either. On (B)(6) 2011, in six-month follow-up study, endoleaks had not been present. Aneurysm diameter was 48mm. On (B)(6) 2011, in one-year follow-up study, aneurysm diameter had shrunk to 46mm without endoleaks revealed. On (B)(6) 2011, the patient expired due to brain tumor. As this event was revealed in another hospital, further investigation could not be performed. It was reported that heavy calcification had been revealed in the rcia, which could have caused the rcia to be damaged. Additionally, the physician determined that an intervention was difficult to perform due to the heavy calcification, and an f-f bypass procedure was only performed to maintain blood flow to the right lower extremity.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Reportability of death. The patient expired due to brain tumor, which is not related to the device. Therefore, this portion of event is not reportable.